Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is not displayed. Based on the results of the investigation, since reported failure was not confirmed. The most probable cause of the malfunction reported is cause not established. In addition, the image not displayed was due to video cable broken and had component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a malfunction where the 3d function did not work as intended. There were no reports of patient harm.